Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was observed with undersensing. Additionally, the right ventricular (rv) lead was noted with elevated sensing integrity counter (sic). Both leads remains in use. No patient complications have been reported as a result of this event.